Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process, resulting in the successful initiation of the sensor session, with no recurring error.